Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "silicones from patient's implant are migrating through their body".

Event description:
Company representative reported patient discussed quality issues with breast implants on a documentary reporting "silicones from patient's implant are migrating through their body". Not known if device remains implanted. This relates to the left device.